Manufacturer narrative:
The user reported infection with redness, swelling, and pain at the sensor site, which led to hospitalization and a sensor removal. The event happened on (B)(6) 2026. At the time of the call, the user was still recovering, experiencing ongoing redness and pain, and not feeling well. The user was discharged after three days and was prescribed oral antibiotics and infusion treatment. The event was not related to diabetes or glucose measurements. Per dms, the user is not currently using the system, since it was removed due to an infection on (B)(6) 2026. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion/ removal site along with symptoms like redness, swelling and pain are a known and anticipated potential adverse effect, which does not require additional investigation.

Manufacturer narrative:
The user reported infection redness, swelling, and pain at the sensor site following sensor removal, which led to hospitalization. The user was diagnosed with infection at the sensor removal site. The event happened on sunday, february 1, 2026. At the time of the call, the user was still recovering, experiencing ongoing redness and pain, and not feeling well. The event was not related to diabetes or glucose measurements. Per dms, user is not currently using the system, since it was removed due to an infection on (B)(6) 2026.

Event description:
Senseonics was made aware of an incident where user reported infection redness, swelling, and pain at the sensor site following sensor removal, which led to hospitalization. The user was diagnosed with infection at the sensor removal site. The event happened on sunday, february 1, 2026. At the time of the call, the user was still recovering, experiencing ongoing redness and pain, and not feeling well.the event was not related to diabetes or glucose measurements.per dms, user is not currently using the system, since it was removed due to an infection on (B)(6) 2026.